Event description:
A user facility reported that the intraocular lens (iol) may have stuck slightly in the iol delivery system causing the lens to be delivered sideways. It was reported that after the iol was delivered into the eye, it was noted to be cracked. The wound was widened in order to remove the iol.